Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The plunger was removed from the device and not returned. The device was not damaged. Viscoelastic was observed in the device. The lens was positioned in the loading area with no evidence of being advanced. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. There have been no other complaints reported in the lot number. The root cause cannot be determined for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was stuck in injector with patient contact. Additional information has been requested.